Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a possible infection was noted post implant procedure. The incision site was thought to not be healing properly. No cultures were performed. The device was explanted. The patient was in stable condition.